Event description:
It was reported by the rep the device was used during a ventral hernia repair. It was reported while closing the skin incision, several staples malformed. The case was completed with a competitive stapler